Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Representative reported that a case was covered next day with the same patient and the surgery went fine. Site was trained on 3d model building, how to register the patient properly and to create checkpoints. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure there was an inaccuracy of about half a centimeter and the targeted cav-mal was missed. There was a delay of less than 1 hour. Patient was affected as the surgery was aborted and rescheduled.